Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, few non-sustained rv oversensing episodes due to ventricular lead noise were observed. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that the right ventricular lead started to exhibit a high rate of oversensing episodes. Noise was noted on both right atrial and right ventricular leads. Externalized conductors were observed on the right ventricular lead. The leads were explanted and replaced. The doctor decided to make MRI compatible system so the device was also replaced. Patient¿s condition was stable during and post-procedure.